Event description:
The customer reported that during the procedure, the clear plastic inner sheath on the cautery tip detached from the outer blue plastic sheath. Nothing fell into the patient cavity. There was no injury to the patient. Another device was used without any further consequence. The incident device was discarded by the site and is not available for evaluation.

Manufacturer narrative:
(B)(4). The incident device was discarded by the site and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow up report will be submitted.